Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium,uterine manipulator device was used in a gyn procedure on (B)(6) 2026, and ¿while uterus was being extracted via vagina, the blue and green plastic pieces from the vcare broke apart while still inside the pelvis and the green cap still attached to the uterus. "Dr¿. Used sponge stick to remove all parts". The procedure was completed without the use of an alternate device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. Medwatch report(B)(4) was subsequently received, and further reported ¿doctor had to use a sponge stick to remove all parts including the uterus. All parts of the vcare accounted for. No harm to patient.". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.